Event description:
At 0850 a percutaneous tracheostomy was performed in ccu by a pulmonologist. The tracheostomy tube was inserted at 0915. Blood clots were suctioned from tracheostomy and bagging was difficult. CPR was started at 0920 with no response. The pt exired at 0937.